Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. A reprogramming was performed. As of today, the technical services (ts) analysis is pending. A supplemental report will be provided once the analysis has been completed. This lead remains in service. No adverse patient effects were reported.